Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a rotapro plus device. The advancer unit and burr unit were received together with the related rotawire in the device. There is foreign material (fm) wrapped around the rotawire, burr and coil. The fm was removed, and the entire rotawire was able to be removed with little resistance due to the fm. The wire is not fractured. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr stripped the wire. A 1.5mm rotapro and a rotawire and wireclip torquer were selected for use. The physician performed rotational atherectomy which worked fine. Upon removing the rotapro burr from the patient in dynaglide mode, which was after the device was used to complete that portion of the procedure, the burr stripped and unraveled a portion of the wire. They were unsure how this issue occurred. The wire was stuck inside the rotapro. They removed the rotawire and rotapro as a unit. They placed in a new guide, inserted an unspecified balloon, and then stented the lesion with an unspecified stent. No further complications were reported. The patient condition was reported as well.

Event description:
It was reported that the burr stripped the wire. A 1.5mm rotapro and a rotawire and wireclip torquer were selected for use. The physician performed rotational atherectomy which worked fine. Upon removing the rotapro burr from the patient in dynaglide mode, which was after the device was used to complete that portion of the procedure, the burr stripped and unraveled a portion of the wire. They were unsure how this issue occurred. The wire was stuck inside the rotapro. They removed the rotawire and rotapro as a unit. They placed in a new guide, inserted an unspecified balloon, and then stented the lesion with an unspecified stent. No further complications were reported. The patient condition was reported as well.